Manufacturer narrative:
Attempts to obtain additional information have been unsuccessful. The device will not be returned as it remains implanted. Without return of the explanted device or additional information the reported clinical observation cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 21mm bioprosthetic aortic valve was disabled after an implant duration of eight (8) years, seven (7) months, two (2) days for unknown reason. A 23mm transcatheter valve was implanted in the aortic position using a valve-in-valve procedure. Both devices remain implanted. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Additional information received indicates the patient underwent implant of a transcatheter valve within the existing valve due to critical prosthetic aortic stenosis. A 23mm transcatheter valve was implanted in the aortic position using a valve-in-valve procedure. Both devices remain implanted. The patient was noted to have tolerated the procedure well and was reported in stable condition.